Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The philips remote service engineer (rse) interviewed the customer and suspected a pni pump failure; therefore, a new pni pump was ordered to resolve the issue. The rse also dispatched a philips field service engineer (fse) onsite to further evaluate the unit. Once onsite, the fse conducted an electrical safety test and patient simulation to verify that the problem has been corrected. The necessary verifications have been carried out to certify the restoration to the operating conditions prior to the failure. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the faulty pni pump. The reported problem was confirmed. The unit was operational after the faulty part was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It is observed that the pni pump has an irregular behavior and does not activate correctly. Randomly, during the measurement of blood pressure, it fails to obtain constants, activating the pump repeatedly without registering values. Also, on some occasions, once the measurement process is finished, it does not release the pressure of the cuff. The device was in use on a patient at the time of the event, there was no adverse event reported.